Event description:
The user facility reported that an employee obtained a "burn" on their hand after picking up a service component, the ssg pump, that had been removed from their dsd edge endoscope reprocessing system. The employee sought medical treatment and returned to work.

Manufacturer narrative:
The ssg pump is part of the dosing system for the rapicide pa high-level disinfectant part a and b. Prior to the reported event on the same day, a steris service technician had performed maintenance on the dsd edge endoscope reprocessing system and replaced the ssg pump. It remains unclear where the employee found the replaced ssg pump prior to the reported event. The user facility stated that the employee subject of the reported event was not wearing gloves while handling the ssg pump. As a proactive measure, the technician was counseled on proper preventive maintenance activities, specifically proper disposal of replaced components. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.